Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer's elbow came in contact with the pump and as a result the touch screen became shattered and unresponsive. The customer experienced an elevated blood glucose (bg) level of over 500 mg/dl with high levels of ketones. Reportedly, the customer administered a manual injection to address the elevated bg and reverted to manual injections for continued insulin therapy.